Event description:
No additional event information

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher (00770100000) serial number (B)(4). By a zimmer biomet certified service repair site - dover on 7 july 2020 revealed that the device¿s handle was not ratcheting. After investigation, the reported issue was verified and the ratchet was replaced. Additionally, the device passed the sample graft mesh, but the roller and comb were replaced. Repair of the device was performed by a zimmer biomet certified service repair site - dover on 7 july 2020 which included replacement of the following: ratchet handle (pn 06001810566, ln 80895081). Comb (pn 06001810444, ln 80923278). Bottom roll (pn 06001810441, ln 80910794). Additional repair included testing and recalibration. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the handle was not ratcheting. No adverse event was reported as a result of this malfunction.